Manufacturer narrative:
Concomitant products: product ID: 3889-28: lot# va0dv2s, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s device worked and the patient could urinate somewhat with the device but it was still incomplete urination so the patient was still having to use a catheter to get the rest of the urine out of the bladder. It was stated this had been going on since their device was put in, so for a week. It was noted the patient was not shown how to use their patient programmer and they only had a working device for a little over a week. Reportedly, the patient¿s first device was good and they went to the bathroom and never had to use a catheter. Additional information from the healthcare provider stated the cause of the event was the patient¿s friend turned off the device. Reportedly, the patient had no sensation felt since surgery but otherwise recovered well. It was noted the issue was resolved with reprograming and the patient was doing well. It was noted the patient felt only a ¿little¿ sensation on (B)(6) 2014 and their device was reprogrammed. It was stated the wire lead was intact and they switched to new programs and increased the amplitude. Reportedly, the patient felt good stimulation. It was also reported the patient had retention of urine and an uncomplicated urinary tract infection.